Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a warning message during a cardioversion at the clinic. A yellow warning screen stating a shorted lead condition was observed on a commanded shock. Then the device triggered elective replacement indicator (eri) battery status with charge times of 20.2 and 17.9 seconds. A boston scientific technical services consultant discussed the recall advisory for this device and recommended replacement. During the explant procedure, the physician experienced difficulty with a setscrew that would not loosen. Torque and static wrenchs were tried, and the technique of rocking the wrench was attempted, with no success. The boston scientific representative planned to use mineral oil to loosen the setscrew.